Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer stated her husband came home and found her slumped over the table. The customer's blood glucose level was 32 mg/dl at the time of incident, but was 256 mg/dl at the time of call. The customer treated with food. The customer did not report any symptoms. It was unknown if the customer was wearing the device at the time of incident. The cause per the healthcare provider was unknown. The treatment and outcome of the event was unknown. The customer completed troubleshooting and was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.